Manufacturer narrative:
H10: of the four reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr2020394-2022-90144. H10: the lot number was provided for 1 out of 3 malfunctions, therefore, a lot history review was performed. Product catalog number for one malfunction was updated as unk denali. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for two malfunctions of which one included images. Medical record was not provided for one malfunction; therefore, the investigation is inconclusive for the reported occlusion of ivc. For one of the two malfunctions, the investigation is confirmed for occlusion of ivc. The remaining malfunction is inconclusive for the reported occlusion. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model dl900f vena cava filter, allegedly experienced obstruction of flow. This information was received from various sources. Three patients were involved with no reported consequences. Two male patients ages were ranged between 37 to 69 years; however, one patient weight was reported as 134 kgs. All other patient details were not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model dl900f, vena cava filter, allegedly experienced blood flow obstruction. This information was received from various sources. Four patients were involved with no consequences. The four patients range from 37-75 years old and weighed 230-295 lbs. Two patients were identified as male, and one was identified as female. All other patient information is unknown.

Manufacturer narrative:
H10: the lot number for one malfunction was provided and a lot history review was performed. The device for all four malfunctions has not been returned for evaluation, however, medical records for three malfunctions and images for two malfunctions were provided. Per review, two malfunction investigation was confirmed for obstruction, however, one malfunction investigation was inconclusive for obstruction. The remaining one investigation was inconclusive as no objective evidence has been provided for alleged device deficiency. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the four reported malfunctions, no samples were returned, however three medical records were provided for review. Currently two malfunctions have been confirmed for obstruction of blood flow, the third investigation was inconclusive, and the fourth is still pending review. The devices were labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model dl900f, vena cava filter, allegedly experienced blood flow obstruction. This information was received from various sources. Four patients were involved with no consequences. The four patients range from 37-75 years old. Two patients were identified as male, with one weighing 134 kgs, and one female weighting 230 lbs. All other patient information is unknown.